Manufacturer narrative:
Investigation found no defects or deficiencies that would contribute to a communication error, and no hazard alarm was generated by the pod during its operation. The pod communicated with the master pdm during the investigation. The pod was successfully paired to another pdm and completed priming and a 5u bolus. No communication error occurred during this test. The cause of the reported communication error could not be determined. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the distal tip of the exposed portion of the soft cannula was flattened. It could not be determined when this damage occurred. The download data does not contain any timeouts, drive stalls, or hazard alarms that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 20 mmol/l (360 mg/dl). The patient reported a communication error while the pod was worn on the patient's abdomen for between 4 and 24 hours. As treatment, multiple corrections were delivered.